Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was exposed to fluid. Cracks to the battery compartment was also reported. Customer's blood glucose level at the time 267 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.